Event description:
It was reported that the customer's blood glucose (bg) level was displayed as "low"; however, specific value was not provided. Cause of low bg was unknown. The customer coworker provided the customer with glucose tablets to address the low glucose level. Recommendation was made to consult with a healthcare provider to discuss diabetes management.